Manufacturer narrative:
D4 -UDI no. This product code is not required to be registered with the FDA. H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned to the manufacturer facility for evaluation. Visual inspection upon receipt found that the actual sample had been fractured at approximately 75mm from the distal end of the device. The actual sample was measured for the total length and it was determined there is no missing portion on the actual sample. Magnifying and electron microscopic inspections of the distal fracture revealed that the urethane outer layer had been elongated and flexed and the proximal fracture revealed that the urethane outer layer had been elongated and flexed. Some creases were observed to have been generated on the urethane outer layer. The outside diameter of the urethane outer layer was measured on the undamaged segment and confirmed to meet the specifications. The kink resistance was determined on the undamaged segment of the urethane outer layer and confirmed to meet the specifications. The urethane outer layer around the fracture was removed by a solvent medium for further inspection of the core wire at the fracture. Electron microscopic inspection of the fractured surface of the core wire was found to be in the rough state. From the lateral side, the fractured end was found to have been deformed into a flexed shape. The outside diameter of the core wire was measured on the undamaged segment and confirmed to meet the specifications. Functional testing was conducted. A product sample was subjected to a pulling force in the state of being formed into a loop shape until it became fractured. Subsequent electron microscopic inspection of the fracture revealed the edge of the fractured core wire was in the flexed shape on the lateral side with the outside diameter of the core wire being thinner toward the fracture end. The state of the fracture was observed to be very similar to that of the actual sample. A review of the manufacturing record and the shipping inspection record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product/lot combination. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that distal end of the actual guide wire became trapped and the distal segment was subjected to a pushing force and became bent. Subsequent application of some rotating forces caused the distal segment to be formed into a loop-like shape. In this state, the actual sample was subjected to a puling force, resulting in the reported fracture of the core wire. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, and separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture on the glidewire gt device. Follow up communication with the user facility confirmed the following information: case: shunt pta; in order to cross the anastomotic obstruction, the actual gt wire sample was advanced through a 4fr angiographic catheter; the wire became stuck before reaching the anastomotic obstruction; while the customer was applying some torque force to release the actual wire sample, he found that the resistance was not felt any more; he found fluoroscopically that the actual wire sample had become fractured; immediately, he withdrew the actual wire sample and pulled the fractured segment of the wire out of the patient with a gooseneck snare; the actual wire sample was changed out to another one and the procedure was continued; it was reported that the customer checked the fracture cross-sections and confirmed that there no wire segment was left in the patient's body; and there was no harm on the patient.